Manufacturer narrative:
Eval, method - the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specs and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.

Event description:
The pt received his scs system consisting of an ipg and two percutaneous leads placed subcutaneous on (B)(6) 2008 for post-hernia pain (off-label indication). It was reported on (B)(6) 2009 that there was no communication with the ipg. Batteries were changed in the programmer and the wake-up procedure was attempted. An x-ray was obtained to verify proper orientation of the ipg. On (B)(6) 2009, the physician replaced the ipg with a rechargeable ipg. There is no further info available.